Event description:
A malfunction alarm was reported for a pump. Customer's blood glucose level was recorded at 230 mg/dl, indicating no adverse impact. Tandem technical support instructed the customer to revert to multiple daily injections (mdi) as a backup therapy and confirmed shipment of a replacement pump. The customer was guided to put the malfunctioning pump into storage mode and agreed to return it using a pre-paid label within 10 days.